Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a loss of capture. The patient was scheduled for a coronary bypass surgery unrelated to this lv lead issue. However, the physician elected to explant this lead during that procedure and a new lead was successfully implanted. No adverse patient effects were reported in relation to the lv loss of capture.